Manufacturer narrative:
Tracking number (B)(4). Initial report sent to FDA on (B)(4) 2014.

Event description:
Procedure type: bariatric procedure. According to the reporter, the reload could not be removed from the vs101012p port. The surgeon sensed that the port cracked. Nothing fell into the pt. Nothing broke off from the port. The surgeon removed the instrument and port together. There was no unanticipated tissue loss. There was no irreversible tissue damage the incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes.